Event description:
Devilbiss healthcare received a complaint from a patient/end-user regarding a 525ds stationary oxygen concentrator. The patient advised she is prescribed oxygen for use during sleep and stated she "uses the concentrator during sleep every night." The patient stated the unit "turned off while she was sleeping" and "didn't alarm" when it shut off, and she estimated she went "about six hours without the concentrator." The patient stated she turned the unit on when she woke up and it "has been working fine since then." There is no complaint of injury or illness. The patient noted they have a back-up oxygen system available if needed. Devilbiss is actively working with the patient's oxygen provider to have the unit returned for evaluation.